Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery longevity was very short. Customer reported of changing battery in the morning and had a low battery warning in the same day. Customer also reported that display screen would be blank when taking insulin pump out of his pocket. Customer's blood glucose was 100 mg/dl. Customer reported that battery cap was chipped. Customer was advised that battery cap would be replaced.